Event description:
A non-healthcare professional reported after intraocular lens (iol) implant procedure, the surgeon viewed scratches through the optic of the lens. The lens was then cut in half to be removed and replaced with a new lens. The procedure was completed on same day. Additional information received and stated that the surgeon struggle to keep the haptics folded and once lens loaded and pushed the lens and noticed anomalies on the lens. There was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: 2025-20177.